Event description:
Pump was sent in to service where a failure code 808:04 was found during the evaluation process. The reporting facility's biomedical engineer stated that no patient injury or medical intervention was reported.